Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a colostomy takedown, the idrive was set up for the procedure. When the open/close test of the reload jaws was attempted, the jaws did not close, and instead, the jaws articulated to the right. A new device was used to complete the case. It is unknown if reinforcement material was used. Operating time was not extended.